Event description:
Event 1 [date redacted]: rn opened brand new arctic sun pad, and the adhesive cover was not on the pad correctly. The sticky material was defective. Product not ok for use. Rn brought to office, saved packaging. Medium arctic gel pad. Ref 317-07, lot ngkp2765. 2027-01-31. Medivance event 2 [date redacted]: arctic sun pad defective. Rn opened package of arctic sun pad, and the adhesive layer completely came off of the pad when the film was removed. Second time this has been found. Product details: medium arctic gel pad, ref 317-07, lot ngkp2765, 2027-01-3. Medivance inc. Product in office for pickup. [Date redacted] sample collected. [Date redacted] emailed [redacted]. Manufacturer response for arctic sun pad, arctic sun pad (per site reporter). Site contacted rep for product return.